Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported that the device was not in use on patient.

Manufacturer narrative:
Evaluated by customer.